Event description:
Pt was revised to address femoral and tibial loosening. Patella wear was also noted.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the product lot code. The investigation could not draw any conclusions about the reported event without the product to examine. It was noted the product was implanted for approx twenty years prior to revision. No evidence was found suggesting the product error was a contributing factor. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.